Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a supply change on an ilet and subsequently noted a ¿high¿ blood glucose reading reported at 400 mg/dl, with the insulin cartridge observed leaking; the user also reported removing a cartridge without rewinding on one occasion and performing another supply change without rewinding on a later occasion, after which leakage recurred. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization. Customer care provided remote troubleshooting and education on proper handling and orientation during fill and tubing connection. Investigation of this case revealed suspected improper handling during cartridge removal and installation consistent with use error, with leakage localized to the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change leading to leakage.